Manufacturer narrative:
Exemption number e2013017 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4).. The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: after filling, during final inspection, we found a small white floater in the bag. No patient involvement.

Manufacturer narrative:
Exemption number e2013017. (B)(6) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). One filled bag was received for evaluation. Upon visual inspection by the naked eye, it was not possible to detect any foreign material. However when the solution was filtered a 4 mm long transparent filament was found. This particle was identified as polycarbonate under ft-ir analysis. This material is not present in any of the components of the bag, and no source for this kind of contamination could be identified in the manufacturing line. A batch record review for the reported lot number did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Although the original complaint was filed against item 2112529, after the ft-ir analysis was performed it was determined that transfer set 2112550 could have contributed to the event. Please note, manufacturer report 2523676-2018-00113 has been filed for the transfer set. If additional information becomes available, a follow up report will be submitted.